Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: please confirm the specific quantity of sutures that presented the issue during this procedure. Two sutures were used and found to have the fault. Was the needle retrieved during the same procedure? The needles where retrieved and disposed of . Was additional tissue incision required to retrieve the needle? I¿m unsure as I wasn¿t in the theatre . Please clarify "blade unable to be used with out working light" as far as I was told the surgeon tried to suture the wound and the needle came off the suture, a 2nd suture was used and the same thing happened again, the lot number was recorded and all sutures relating to the faulty lot number where removed from theatres.

Event description:
It was reported that the patient underwent an unknown procedure and suture was used. It was reported that needle snapped off the suture inside patient and blade unable to be used with out working light. There were no patient consequences reported.